Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an iol implant procedure the surgeon noticed an air bubble inside the lens and decided to explant it. A new iol was implanted with no issues. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The lens is severely damaged/cut. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut and as a result a small piece of the iol is missing. No root cause identified as the reported complaint "air bubble" was not observed. The optic was cut with a segment missing. The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).